Manufacturer narrative:
Device evaluation: on (B)(6) 2017, the pump was evaluated with the following findings: there was a battery compartment crack on the left side of the grip pad. Visible moisture corrosion was observed in the battery compartment. A leak test failed due to a leak from the battery compartment crack. The pump was opened and no moisture was found inside the pump.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.